Event description:
Diagnosed with a severe autoimmune disease, sweet syndrome. A few years later a second diagnosis of sapho (synovitis, acne, pustulosis, hyperostosis, and osteitis) syndrome. Severe joint pain, blisters and lesions, severe fatigue, fever, headaches, gut issues, brain fog, muscle weakness, rashes, hair loss, teeth and gum issues and many more symptoms. FDA safety report ID# (B)(4).